Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated to the lower abdomen with coolsculpting and may have developed paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: a2, a4, a6, b5, d1, d4, d8, d10, e1, g1 and h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid abdomen on (B)(6) 2018 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2021 by a medical professional.